Event description:
The customer's mother reported via phone call that the customer had high/low blood glucose. The customer had symptoms of high blood glucose, including feeling bad, blurred vision, and hurting eye. She noted that she had had 4 surgeries on her eyes. She stated that she had received a replacement insulin pump and had been having trouble with high blood glucose since. The customer's mother noted that the customer's blood glucose had dropped to 38 mg/dl the night prior, which she treated with milk, and woke up with blood glucose of 164 mg/dl. The customer's most recent blood glucose was 219 mg/dl, and she delivered a bolus of 0.90 units via the insulin pump's bolus wizard. She was advised to remove, rewind, and reinsert the reservoir and run a manual prime, and she stated that insulin exited at the quick release. The caller declined troubleshooting for low blood glucose. The customer's mother requested to meet with a customer representative to make sure the device was set up correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.